Event description:
A stent was placed at the health center in 2003. The patient came into the office, to have the stent removed. The removal should have been removed percutaneous but the perc tube had been pulled out with one strand of the blue suture coming out of the flank incision. User facility shortened the suture by cutting it, washed with betadine, then pulled the stent urethrally noting the suture did not come out with the stent. The stent was thrown away at that time, the customer was given a strainer to see if the suture would pass naturally. The patient is to come into the office today to discuss where to go if the patient had not passed the suture.